Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A case of a pericardial effusion leading to a procedural abortion was reported where versacross rf wire and versacross transseptal sheath was used in the procedure. During the initial transseptal attempt, the versacross rf wire was curled up in the right atrium resulting in sub-optimal positioning with the septum. A second transseptal attempt was made with improved positioning. The physician noticed thickening around the aorta via transesophageal echocardiography. An effusion was noted, and the patient's blood pressure dropped. Pericardiocentesis was performed and the procedure was aborted. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross transseptal sheath with the report number 3019751610-2022-00035.